Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for the battery communication timeout alarms is due to the customer's environment. Under certain conditions with excessive pump wireless network activity, the pump may enter a state where the smart battery cannot provide its status to the pump. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: canada. A serial number was not provided, d4 catalog number, serial number and UDI unknown; h4 unknown.

Event description:
It was reported that the parmguard servers were being upgraded. Per reporter, during the cut over window when the pump was disconnected from the server, the pump exhibited a "system advisory: battery communication timeout" message and shut down during infusion. Reporter stated that they spoke with clinical engineering who indicated that this is a known issue to be resolved in the next firmware update. It is unknown if there were any adverse patient effects.